Event description:
The patient/layperson reportedly was seen by a physician at a clinic because the pt's meter would not power on. A blood glucose test on the dr's unknown meter reportedly was greater than or equal to 500 mg/dl. The pt had no symptoms and rec'd no treatment. Although the power issue was resolved with training (the batteries were installed incorrectly), the complaint is classified as an adverse event due to the result of 500 mg/dl with no symptoms. The pt refused a replacement meter and test strips.